Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the sales rep that the facility had a broken stylet. He stated it was on a 3cg PICC, the tip was brittle and snapped off outside of the patient. He stated that they said it was a "tough PICC" and they had resistance, as the nurse pulled out the wire, she noticed it looked damaged and she touched it and it broke off.